Event description:
The inserter and the slaphammer broke during surgery. Surgery was extended approximately one (1) hour while the sales rep went to another hospital to get replacement instruments.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.